Event description:
A facility reported that perfluoropropane did not retain required density on the day following surgery on two patients. The gas only retained density of 60-70% on the day following surgery through normally it is 90%. The event date was not provided. No patient identifiers were provided. The patient outcomes were good.

Manufacturer narrative:
Evaluation summary: analysis of the returned product by gas chromatograph (gc) showed that the product met purity specification and that no unusual peaks were seen compared to the original gc. A check of the batch production records showed that the original gc analysis met purity specification. There have been no other reports involving this lot number. No conclusion can be drawn. This report mailed in to the FDA on: (B)(4) 2010.